Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was good post procedure.